Event description:
It was reported that during a mastoidectomy, the drill heated up. The procedure was completed using this equipment, with no report of delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and corrosion was discovered on the rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The device was repaired by replacing the rotor assembly.